Manufacturer narrative:
The evoke scs system was not returned to saluda for analysis. The root cause of the reported inadequate pain relief cannot be definitively determined. The scs system was confirmed to be operating as intended prior to the explant. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include inadequate pain relief following system implantation and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Event description:
An elective explant of the evoke spinal cord stimulation (scs) system was performed. The patient requested the explant due to inadequate pain relief. The patient had been implanted for 12 months. The evoke scs system was confirmed to be functioning as intended.